Event description:
It is reported that it was unable to implant the nk revision tibia due to the fact that the reamer guide would not function properly. The surgeon then resulted to using a primary tibia.

Manufacturer narrative:
Evaluation summary: inspection of the part revealed nicks and chips which are indicative of normal wear over the lifetime device. The age of the instrument is unknown since the lot number was not provided and the number of uses can not be determined. Evaluation: the instrument was found to meet print specifications. The lot numbers of the device is unknown, so the manufacturing documentation could not be reviewed.